Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged within the right ventricle. During a repositioning procedure, the lead became stuck, and would not advance further into the ventricle, despite the use of firmer stylets. The lead was explanted and visual inspection noted damage to the distal svc coil. In addition, body fluid infiltration was observed within the lumen of this atrial pacing lead. This lead was also explanted. A new guidant lead system was subsequently implanted. Both leads were returned for analysis.